Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-16914.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the machine pressure sensor autozero failed. It is unknown at this time if there was any patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in an reported they were experiencing a machine pressure sensor auto zero failure. An onsite service is pending for further evaluation and resolution.

Manufacturer narrative:
H10: it was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. A field service engineer (fse) went onsite and determined that the solenoid valve 2 sensor as well as the data acquisition printed circuit board assembly (da pcba) required a replacement. The fse replaced both the solenoid valve 2 sensor as well as a da pcba and confirmed the device was functioning. The fse replaced the solenoid valve 2 sensor and da pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.